Event description:
On (B)(6) 2010, this patient underwent a procedure using a gore tag thoracic endoprosthesis to treat a thoracic aortic dissection. On the same day, the patient was diagnosed with a cerebral infarct, and rehabilitation was started. On (B)(6) 2010, the patient was released from the hospital. A complication (unknown) remained and the rehabilitation continued. At the one year follow-up examination, the patient was still under the rehabilitation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use states that potential device or procedure related adverse events include but are not limited to: neurologic damage, local or systemic (e.g., stroke).